Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition liquid crystal display monitor did not power up. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was reproduced. Olympus surmised that due to faulty circuit board, the monitor did not start when the power of the monitor was turned on. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.